Event description:
The user facility reported that during an unspecified procedure, the 4k autoclavable camera head displayed an error message e216 (communication error) and the user experienced no image during use. There is no harm or user injury reported due to this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was not confirmed. The evaluation uncovered there were lines on image as well shortage and discoloration on the cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.